Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the isolator line leaked. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; the returned sample was decontaminated, visually examined and functionally tested. Pressure testing was performed and no leaks were found. Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).